Manufacturer narrative:
Due to suspected infectious keratitis, the surgeon sent the explanted inlay to a laboratory for culturing. The explanted inlay was subjected to microbiological testing and the aerobic culture showed no growth after two days, thereby ruling out the inlay as a possible source of infection. The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. Diffuse lamellar keratitis (dlk) is listed in the device labeling as a known complication of corneal inlay surgery and is commonly associated with corneal flap procedures created using a femtosecond laser. The off-label use of celluvisc may have been contributory. The haze observed on the inlay was thought to be secondary to keratitis. (B)(4).

Event description:
Corneal inlay implantation was performed on (B)(6) 2016 on the patient's right eye. During the flap portion of the procedure, the patient reported experiencing pain and the eye was re-docked 3 times; the patient also reported pain within the first few hours following surgery. At the end of the procedure, several drops of celluvisc were instilled on the top of the flap. At the one-day postoperative visit, the patient complained of blurry vision and the conjunctiva was red and swollen. The patient was diagnosed with diffuse lamellar keratitis (dlk), grade 2, with haze observed on the superior temporal edge of the corneal inlay (covering approximately 1/4th of the inlay). The postoperative steroid regimen (durezol) was increased to every 2 hours. At the 4-day postoperative visit on (B)(6) 2016, most of the dlk had migrated to the area of the inlay and the inlay was opaque. The inlay was subsequently explanted. Durezol dosage was further increased to every hour. The surgeon suspected infectious keratitis and sent the explanted inlay out to a laboratory for analysis.

Manufacturer narrative:
Complaint reference number: (B)(4). Date esmdr submitted: 01/13/2017.

Event description:
The surgeon provided the following additional information on december 15, 2016. Immediately prior to explantation of the corneal inlay, the patient's best corrected distance visual acuity (bcdva) had decreased from 20/20 (preoperatively) to 20/400 due to stage 3 diffuse lamellar keratitis. Confluent dlk was observed over the inlay, but the lids and lashes were normal. Post explantation bcdva improved to 20/100, but central corneal scarring (2 mm) with mild anterior sub-epithelial cystic changes was noted.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested and the following additional information was received. The patient was last examined on (B)(6) 2017. During this exam, central corneal scar was observed and the patient's best corrected distance visual acuity (bcdva) was 20/40. It was decided to wait for 2-4 months to see if corneal scar matures and do a rgp contact lens over-refraction. Corneal transplant (dalk) was indicated if visual acuity did not improve.